Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced syncope resulting in a head injury. It was determined that the patient was experiencing ventricular tachycardia below the programmed therapy zone. The patient presented to the emergency department for evaluation. No additional adverse patient effects were reported. The device remains in service.